Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:11 during patient therapy, interrupting delivery. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 810:11. The root cause was determined to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to repair the reported condition. A service history review determined that this device has not previously been serviced by baxter. A follow up report will be submitted if additional information becomes available.